Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer stated that when she pressed on the plunger the insulin would not go into the reservoir. The customer was adviced that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.